Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occured. The lesion being treated was located in the distal right coronary artery. The physician was attempting to implant a 3.00x38mm taxus liberte stent. There was difficulty crossing the lesion so the device was removed and stent damage was observed. The procedure was completed with a different device. There were complications reported and the patient's status is good.

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occured. The lesion being treated was located in the distal right coronary artery. The physician was attempting to implant a 3.00x38mm taxus liberte stent. There was difficulty crossing the lesion so the device was removed and stent damage was observed. The procedure was completed with a different device. There were complications reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned. A visual and microscopic examination identified proximal stent damage. The struts on the proximal end of the stent were bent back distally and pushed into the body of the stent. Some struts were raised up and misaligned. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).